Event description:
Information received indicates the beds trendelenburg and reverse trendelenberg functions do not work.

Manufacturer narrative:
The hill-rom technician found the knee drive and limit switch broken. The technician replaced the parts to repair the bed.